Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accu tni (troponin I) results obtained from a unicel dxi 800 access immunoassay system for three pts. The customer re-centrifuged and re-ran the samples on a different instrument and the results were within normal reference range. The customer only provided the data for one pt. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed the carryover test and it failed. The fse replaced the tips on reagent pipettors 2 and 3. It is unk which pipettor was used for each result reported. The carryover procedure was repeated by the fse and the results passed within specifications. Although the fse addressed several hardware issues, no definitive root cause could be determined for this event. This is one of three separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-01936, 2122870-2011-01937 for all events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4) 2010 for add'l reportable events.